Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a procedure wherein the lead was repositioned. The patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078276.